Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the rear therapy electrodes. The patient stated that the irritation was itchy and bleeding and that she intended to contact her primary care physician. During a follow-up the patient stated that she was treating the irritation with an unknown lotion. The irritation was still there but it was not itching as much.